Event description:
It was reported by the patient's family member that when the start/stop button on the remote monitor was pressed, the remote monitor did not initiate a transmission. The monitor has sent successful transmissions in the past. The monitor will be returned and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.